Event description:
Clinic notes dated (B)(6) 2011 reported that the pt had clusters of seizures the two weeks prior, which was noted to be an increase in seizures. The physician felt that the seizures may be more frequent because the generator needed to be replaced. The pt's caregiver reported that the pt had more than 20 seizures. He received rectal diastat to terminate the seizures. Ems gave him IV ativan, and the seizures stopped. It was also noted that the pt was recently diagnosed with angioedema. The caregiver wondered whether the increase in seizures could have been related to angioedema. The physician suggested to keep the medications the same, but to increase if he experiences a cluster of seizures. In notes dated (B)(6) 2011, it was noted that the pt was hospitalized six weeks prior in (B)(6) 2011, but he had not had any seizures since the hospitalization. Follow up with the physician's office revealed that the pt's caregiver took the pt to the ER due to a very bad seizure in (B)(6) 2011, as previously reported in MFR report number: 1644487-2011-02940. The pt had generator replacement surgery on (B)(6) 2011. The implant card was received and indicated the reason for replacement due to battery depletion with near end of service=yes. The generator was received by the MFR. The product analysis was completed and approved on (B)(6) 2012. No anomalies were noted during the analysis. The reported end of service was not duplicated. However, the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption. There were no performance or any other type of adverse conditions found with the pulse generator. Since the generator was found to not be at end of service, attempts for add'l info concerning the pt' increased seizures have been unsuccessful to date.